Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary segmentectomy procedure. The patient was discharged with no reported issues. More than two weeks after discharge, a pleural effusion was identified, and a thoracentesis was performed. A recurrence of the pleural effusion was identified one week later and the patient underwent placement of a pleural drain. The event was reported as resolved one week later and the pleural drain was removed. There was no report of a da vinci device malfunction. The site investigator reported the event as mild in severity, a clavien-dindo grade iiia, not related to a da vinci device, and it had a possible relationship to the procedure and a possible relationship to the patient's underlying disease status.